Manufacturer narrative:
Device 115 of 120. E1: complainant street address: (B)(6). Photograph, video and/or physical sample evaluation: there were photographs associated with this case and in these, the reported defect can be seen. No unused return sample was expected. Batch record revision results: lot 4d00627 was manufactured on 07/apr/2024, in bodolay line, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 07/mar/2025, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) (B)(4) and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. The defect reported by the customer could occur during the mass preparation process performed in the elc#11 manufacturing line. For this reason, a detailed batch record review was performed of the subassembly lot(s) manufactured in this line. The subassembly lots 4c05598 & 4c03196, order (B)(4), material 1003411, was manufactured on 05/apr/2024 & 17/mar/2024 in the extrusion, lamination & cutting process (elc) #11 manufacturing line, with a total of (B)(4) eaches. The complaint investigator performed a batch record review on 12/sep/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bom and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. Historical nonconformance review: on 12/sep/2025, complaints investigator ran a query in database looking for any in process nonconformance / corrective action / preventive actions (CAPA) (s) associated to the malfunction ¿foreign matter within product, sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels etc)¿ for the specific defect for the lot number 4d00627 and as result, no nonconformance / corrective action / preventive actions (CAPA) (s) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests were performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: visual inspection: ¿ frequency: 80 units per hour (640 units per shift). ¿ sample quantity: 640 units per shift. ¿ acceptance criteria: accept = 0 / reject = 1. Defect rate analysis: there have only been (B)(4) defective parts confirmed to date from a lot size (B)(4) products. This represents a defect rate of only (B)(4), which is well within an appropriate acceptable quality level (aql) for this defect which should be (B)(4) based on our process instruction. In addition, all of the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of (B)(4). This issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted acceptable quality level (aql) for this type of failure mode or defect. Conclusions: as photographs were available for this complaint issue, these were evaluated, and as a result, the reported malfunction for the observed product was confirmed, however, after performing the defect rate analysis for this issue, it was observed that the quantity of reportedly affected products is within the appropriate acceptable quality level (aql) for this defect. A batch record review was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Additionally, no harm was reported due to this complaint issue, and the reported unit wasn¿t utilized. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The distributor reported that dressings were found with colored dot. It was unknown whether the product was used on patient or not. The photographs depicting the issue were received from the complainant.